Event description:
The pacemaker, but not the leads, were returned without oos documentation from medtronic, inc. Per biotronik patient tracking, this system was removed due to infection. This system has not been replaced. Elox ex 60-bp, MDR 1028232-2009-00891, elox ex 45-bp, MDR 1028232-2009-00892.